Manufacturer narrative:
Device received with a blank display due to heavily corroded electronic assembly especially on electrical board in the area of both battery connectors. Unable to perform functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to blank display. There's a crack in the top front part of the unit where the battery threads are located.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose was 151 mg/dl. Troubleshooting steps were provided for critical pump error and insulin pump alarm again. Customer stated that she was swimming in the ocean and got out and was sitting on the beach and insulin pump had a long vibrate. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.